Manufacturer narrative:
The patients ipg had reached its end of service and 3 leads had migrated. Surgical intervention was undertaken where the system was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05212, 1627487-2023-05213, 1627487-2023-05214. It was reported that the patients ipg had reached its end of service and 3 leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.